Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked case at the display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a delivery anomaly from the insulin pump. The customer's blood glucose reading was 492 mg/dl. The customer treated the high readings with a bolus. The customer stated that the pump does not keep a record of her bolus information. The customer stated that the pump does not give her insulin and the date on the pump was wrong. The customer stated that the bolus history did not show any delivered boluses. The customer stated that the pump was not worn during an MRI. The customer stated that there was no motor position encoder error on the pump. The customer was advised to monitor the pump. The customer will be sent a replacement pump.